Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was subsequently repositioned and remains in use. It was noted that during the revision, the physician was unable to engage the lv setscrew in the connector port of the header. The physician elected to explant and replace the device during the procedure. No patient complications have been reported as a result of this event.